Event description:
It was reported that after a da vinci-assisted general surgical procedure, the mega suture cut needle driver had the wire broken and was sticking out. The same instrument was used to complete the procedure. There was no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.